Event description:
Procedure type: lap inguenal hernia repair. According to the reporter: a piece of the structural balloon instrument came off the locking mechanism. There was no report of the piece falling into the cavity or impacting the patient. No patient injury was reported. No further patient or procedure information was available.

Manufacturer narrative:
Initial report sent: 10/03/2007.